Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A further investigation is being conducted for the reported complaint. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal 6fr evolution device had not automatically deployed the tamping tube, the tube was manually pushed down. The following information was provided by the user facility: after the device was deployed the patient developed a small hematoma so the anti-coagulation was reversed and manual pressure was applied for 20 minutes, and the patient was given protamine. The procedure finished without further issue and the patient is doing well. Estimated blood loss was reported to be less than 250 cc. The condition of the patient was reported to be ok and following the event they were stable.